Event description:
Infusion pump with an 812:02 failure code. Info was requested but details were not available regarding pt status, medical intervention, pt injury, medication involved, tubing product code, infusion rate or set up of the infusion device. Add'l contact info was requested but no add'l contact was provided.